Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 1 month. (Calculated from the date when the device was manufactured.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported log files were submitted for review. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed one event where it appears that either the mpu power cord was coming loose at the ac wall outlet or at the mpu ac power cord connection on (B)(6) 2018 at 6:32. This had no impact on pump function and there were no other unusual events noted. Ac cord will be exchanged during next clinic visit. No additional information was provided.